Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02481. It was reported the pt's ipg had moved and causes her pain in her buttocks. She also reported she feels a pinching sensation in her shoulder blade region. She stated she has not used or charged her scs system in the last few months and wants to have the system removed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.